Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to have reached premature eri due to premature battery depletion. The device was explanted and replaced. The patient received no adverse events post-procedure.